Manufacturer narrative:
Continued: e.1. Zip code: (B)(6) phone number: (B)(6). The event of "seroma-late and capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and capsular contracture, baker grade iii.

Event description:
Healthcare professional reported seroma-late and capsular contracture, baker grade iii. Patient later reported "problems with irregularities and seroma". Patient later reported "recall was mentioned". This record is for the right side. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d1, d2a, d2b, d4, d6b, e1, g4, h4, h6.

Event description:
Healthcare professional reported "discreetly irregular contours and a small amount of anechoic periprosthetic fluid", "seroma late and grade iii of capsular contracture" via ultrasound. Patient later reported "problems with irregularities and seroma". Patient later reported "recall was mentioned". This record is for the right side. The device has been explanted.